Event description:
The following information was reported: the balloon popped upon inflation at prep. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Sheath size: 6f stick location: medium vessel type: arterial

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that the deployer was untrained; therefore, it is unknown if the mynxgrip instruction for use (IFU) was followed. The review of the lhr (f1505003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).